Event description:
Customer reported a cracked and shattered touchscreen on the pump, rendering it illegible and non-functional. There was no adverse impact to the customer's blood glucose level. The customer could not confirm damage by lifting the screen protector, and technical support proceeded to replace the pump, although the pump was not under warranty.